Event description:
It was reported the pt was experiencing a shocking or jolting sensation. It was unclear when the symptoms began. There was not known accident or incident related to the start of the symptoms. The shocking was felt in the shoulders. Increasing the stimulation setting, decreasing the stimulator setting, and changing groups were all tried with no effect. The patient remained at home in good condition. Additional info has been requested but was not available on the date of this report.